Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's monitor pop up mount was not locking. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to duplicate the issue. The fse replaced the pop up mount and the unit passed all functional and safety tests.

Manufacturer narrative:
The failure analysis and testing dept. Received part number 0436-00-0234 with a reported unit failure of the monitor mount not locking into place. The fat performed a visual inspection and found the part to be missing screws. The fat installed the display mount in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Fat was able to verify that the monitor stand would not lock into place properly. Not able to define what caused this issue. Retaining the part in the failure analysis and testing department per procedure.